Event description:
It was reported the single use aspiration needle guidewire got stuck with a combination during a therapeutic interventional electrosurgical unit procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the combination of this product and an inserted guidewire was not applicable. The results of an actual product inspection revealed that the guidewire had become stuck due to buckling of the needle tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: drawing number and revision number of IFU:rk5945 02. Applicable guide wire (mm (inch)) (note: inch is a reference value) ø0.46 (0.018) or less. Do not use excessive force when manipulating the guidewire. In particular, do not attempt to pull on the guidewire if you feel resistance. This may cause the product or guidewire to break and fall off into the body. Use the guidewire in the combinations shown in the table in "8.2 specifications and combinations." Using the guidewire in combinations other than those shown in the table may result in damage to this product or the guidewire. Do not roll the insertion tube into a diameter smaller than 20 cm. This may cause the insertion tube to break. Do not use this product if the insertion part is broken, bent, cracked or otherwise deformed. Using a product with a deformed insertion part may lead to unexpected perforation, heavy bleeding or mucosal damage. If resistance is strong and insertion into the endoscope is difficult, do not forcefully insert the suction biopsy needle. Return the angle of the endoscope to the point where insertion is possible without forcing it. If resistance is strong and insertion is difficult even after returning the angle of the endoscope, discontinue use. Forcing the needle into the endoscope may result in perforation, heavy bleeding, mucosal damage, etc., or damage to the endoscope or suction biopsy needle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 full facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle guidewire got stuck with a combination during a therapeutic interventional electrosurgical unit procedure. There were no reports of patient harm.